Manufacturer narrative:
It was reported that the table allegedly moved with a patient on the table with a powered movement into a sharp trendelenburg position, with no one touching the table. There was no injury, adverse event or delay in the procedure reported. A stryker field service technician went onsite and through interviews and an investigation, it was determined that the customer was operating the table with a hand control which was not destroyed, discarded or returned to stryker in (B)(4), in accordance with recall number z-1488-2013, which was initiated in march 2013. During the investigation the hand control presented with dents and a stretched cord with bare wires, which is a result of a maintenance deficiency. The new hand control has been installed on the table and the table has been returned to clinical use.

Event description:
It was reported that the table allegedly moved with a patient on the table with a powered movement into a sharp trendelenburg position, with no one touching the table. There was no injury, adverse event or delay in the procedure reported.